Event description:
The customer reported that during a procedure, the device could not be reopened while applied to tissue. It is unk how the device was removed from the tissue. There was no injury to the pt.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.